Manufacturer narrative:
The device was returned and the evaluation found that had intermittently shutting off. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source, for the past 2 weeks had intermittently shutting off and the power supply is failing. The issue occurred at the beginning of a screening colonoscopy. No error messages were present. There was a brief 5-minute delay. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a power supply failure. Olympus will continue to monitor field performance for this device.